Manufacturer narrative:
The manufacturer was unable to duplicate the reported problem. The ventilator passed an extended test run using the customer¿s ventilator settings and passed the initial alarm volume test. During the initial final test, the ventilator had a non-conformance with measured peep at ptv pressure performance test 5. The measured peep was 2.8 cmh2o and the expected peep was between 4.0 cmh2o to 6.0 cmh2o. A visual inspection revealed the presence of an unknown contaminant on flow sensor filter, air inlet filter, and the blower inlet filter. This non-conformance that was found during testing is unrelated to the reported event. The air inlet filter, blower inlet filter, and flow sensor filter were replaced.

Event description:
It was reported that the ventilator was alarming svhp relief (safety valve high pressure relief alarm). There was no patient involved in the reported event as the issue was discovered during patient training.